Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6); product type: 0215-screening device; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens). The trial patient developed severe abdominal pain with some right leg neurological deficit within 2 hrs post op. The physician inserted an epidural drain which did aid in draining some of the blood. The abdominal pain did start to go away and she regained function of her right leg. The hcp is still ordering a neurosurgical consult to see if further steps need to be taken. The patient developed an epidural hematoma after a routine trial. An MRI was taken, the lead was removed, the epidural drain was installed. The cause was unknown. The patient was hospitalized for observation. The issue was ongoing. The manufacturer representative indicated they would send any further information as they become aware.